Event description:
A customer reported an altitude alarm 21 on their pump while the device was confirmed to be operating within a validated altitude range. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to clean the pump's speaker holes and reconnect the cartridge, which allowed the customer to successfully resume insulin delivery with the original cartridge, resolving the issue without further complaints.